Event description:
Per the clinic, the patient experienced infection under the implant (specific date not reported). The patient was treated with IV steroid (specific date and duration not reported) along with other unknown treatement; however, the issue could not be alleviated. Subsequently, the device was explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device.